Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this system has continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. Oversensing of noise was also observed. The system was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no additional information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurement of greater than 2000 ohms. At this time no changes have been made and the rv lead remains implanted and in service. No adverse patient effects were reported.